Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4- PMA/510(k) #:exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook was notified that the wire guide of a cook wayne catheter was advanced into the pericardium of the patient. The patient had been diagnosed with terminal metastatic cancer. An emergency physician placed the cook wayne catheter on the left hand side of the patient. During the placement, the physician indicated that the "finder needle ended up directing my wire into the pericardium." The physician indicated that this may have resulted in perforation of the right ventricle as blood return was observed and the patient's blood pressure began to drop. Ultrasound was used to confirm placement and pericardial effusion was identified. As a result, the patient required a pericardial drain and an additional chest tube. The effusion resolved and the drain was removed. The patient went to comfort care after the event. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Correction: d9, h3 investigation ¿ evaluation. It was reported that the wire guide from a cook wayne catheter was advanced into the pericardium. The device was required for use on a patient in critical condition who was diagnosed with a left-sided tension pneumothorax. During the procedure, it was reported that the needle directed the wire guide into the pericardium, and the right ventricle (rv) was possibly perforated. Blood return was observed, and the patient's blood pressure began to drop. A pericardial effusion was identified via ultrasound, which required treatment with a pericardial drain. An additional chest tube was also placed. Later, the effusion resolved, and the drain was removed. No other adverse effects were reported due to this occurrence. The physician noted that she believes the patient was mis-diagnosed, and the wayne catheter should not have been placed. Reviews of the documentation, including the quality control procedures, drawings, and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect nonconforming products before release. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The most recent IFU, [c_t_waynemod_rev5], supplied with the device states the following in consideration of the reported failure mode: ¿intended use the modified wayne pneumothorax set is intended for relief of simple, spontaneous, iatrogenic and tension pneumothorax... Instructions for use 1. Prep the access site with appropriate antiseptic solution and drape in standard fashion. Note: the suggested insertion site is the fourth intercostal space at the anterior or mid-axillary line. 2. Introduce local anesthesia through skin and subcutaneous tissue down to pleura. Make an incision through skin only. Anesthesia may be omitted in an emergency decompression. 3. Insert the introducer needle through the incision into the pleural cavity. 4. When the needle tip enters the pleural cavity, introduce the flexible end of the wire guide in to the needle 10-15 cm. 5. Remove the needle, leaving the wire guide in place¿¿ based on the information provided, no product returned, and the results of our investigation, it was concluded that the cause of this event is an unintended use error. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: b5. G1: contact office country: united states. G1: manufacturing site country: united states. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 12feb2025. When the physician entered the patient's room, the patient was in critical condition. The physician was told the patient had a tension pneumothorax; however, the physician believes the patient was mis-diagnosed, and the catheter should not have been placed.